Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead was explanted due to infection. No additional adverse patient effects were reported. The field representative indicated that this system will not be returned, and no device replacement is planned at this time.

Manufacturer narrative:
This product was explanted and a good faith effort response confirmed that will not be returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.